Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/24/2012 with the following findings: investigation revealed that the audio bolus button is unresponsive. There was evidence of keypad adhesive found under all button contacts. Unrelated to the audio bolus button issue, investigation also revealed a cracked battery compartment, a dim display screen, and a peeling keypad. These issues are not likely to cause an adverse event. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the audio bolus button is unresponsive. This report is made based on results of investigation completed on 01/24/2012.